Event description:
During an esophagogastroduodenoscopy in the esophagus, the bands failed to deploy. The physician completed the procedure with another of the same device with no pt complications and the pt is fine.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.